Event description:
Reportedly, rv oversensing and inappropriate shocks were reported relative to the subject lead on (B)(6) 2009. In order to correct the inappropriate shocks the ventricular sensing was adjusted (from 0.6 to 0.8). On (B)(6) 2009, the patient returned for the same symptoms. A re-intervention was performed and the subject lead was replaced, and left in-situ.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.